Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the segment broken, the light guide fiber bundle (lcb) broken, the objective lens unit broken, the lcb distal cover glass broken, the suction channel buckled, the control body corroded, the lg cable connector corroded, the light guide cable crushed, the light guide cable leak, the root brace rubber cut, the light guide cable loosened, the r/l lock knob improper adjustment, the distal body worn out, and the u/d and the r/l pulley wires worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586 (image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.